Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had a broken power cord" during therapy with a psychiatric patient in the emergency room #9. It was also reported there was no patient injury.